Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation, pleural effusion and pericardial effusion. The surgeon created a pericardial window to visualize the right ventricular (rv) lead perforation. The pacemaker pocket was subsequently opened to allow for helix retraction and repositioning of rv lead under fluoroscopy. The lead exhibited non-capture on the rv lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.